Event description:
It was reported to boston scientific corporation on december 17, 2008 that a corflo cubby low profile balloon was used in a procedure the month prior. According to the complaint, the day prior to original date, the locking adapter of the corflo cubby low profile device was broken. The procedure was completed with this device. No patient complications were reported as a result of this event. The patient's condition was reported to be "good".

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.